Manufacturer narrative:
(B)(4). Batch # u5dg2j. Investigation summary: two photos along with the device was returned for evaluation. During the visual analysis of the photos, the following was observed: the first photo shows an individual box. The second photo shows a device with the closing trigger closed and the battery loaded on it. Based on the pictures provided the event described cannot be confirmed, and no conclusion or root cause could be determined. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: slide the knife reverse switch forward to return the knife to home position the event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during the endoscopic lobectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used reverse button to return knife. There were no adverse consequences to the patient. No additional information can be provided.